Event description:
The caller alleged discrepant results. Pt did not give real time test results but just mentioned the range. Pt dosage of medication was increased based on inr results. Pt reported inr readings are as follows: 19 aug 1.4 and testing results is inr (2.5-3.5).

Manufacturer narrative:
The discrepant results comparison of inratio test repeated test results provided by end user at the time complaint was filed. Caller did not provide real time results for calculate the confident limits as per internal procedure. Prod will be investigated. Pt's dosage of medication was changed based on the inratio value. Inr ratio 1.4 and normal testing results is inr (2.5-3.5).